Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 3,546 joules. Per the customer, the condition was observed through the aiming beam while in the pt. There were no error code displayed on the console. No pt injury was reported.